Event description:
While attempting to defibrillate a pt the electrodes did not discharge. Clinician attached the electrodes to another device and the electrodes still did not discharge. The clinician obtained another set of electrodes to continue treating the pt. The pt subsequently expired.